Event description:
While performing preventive maintenance on the bed, the technician found the trendelenburg assembly missing.

Manufacturer narrative:
The technician replaced the trendelenburg assembly to repair the bed.